Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device numbers "have been off". The patient also reported that the doctor indicated that the pin which hooks to the wires has come loose and needs to be tightened or repositioned. The disposition of the device is unknown and records indicate it remains in use. No patient complications have been reported as a result of this event.